Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no button response due to corroded keypad traces. No blank display anomaly noted. Analysis was unable to perform the operating currents due to button/keypad anomaly. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and had blank displays. The customer's blood glucose reading was 12 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.